Event description:
Blood was discovered in the intra-aortic balloon pump (iabp) tubing. Call was made to one dr. Who instructed us to call a second dr. The second dr was called and the original dr was called in an attempt to get the iabp pulled within the 1/2 hour required deadline. Iabp treatment was discontinued at 2020 by a fourth dr. The tubing was saved for a quality control inspection. Patient maintained an appropriate continuous infusion (ci) throughout the shift. Iabp tubing noted to have blood on it. The iabp placed on stand by. Two drs. Were contacted to remove iabp. Iabp removed by the final dr. Patient did not suffer any harm after the rupture of the iabp balloon. Patient now extubated and doing well. Iabp sn (B)(4) lot 3000005523.